Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. E1. Initial reporter addr 1:(B)(6). There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot#: 4326360. D4. Unique identifier (UDI) #:(B)(4). D4. Medical device expiration date: 31-may-2026. H4. Device manufacture date: 01-dec-2024. D4. Medical device lot#: 4303897, d4. Unique identifier (UDI) #: (B)(4), d4. Medical device expiration date: 30-apr-2026, h4. Device manufacture date: 29-oct-2024. D4. Medical device lot#:4241870, d4. Unique identifier (UDI) #: (B)(4), d4. Medical device expiration date: 28-feb-2026, h4. Device manufacture date: 28-aug-2024. D4. Medical device lot#:4225949, d4. Unique identifier (UDI) #: (B)(4), d4. Medical device expiration date: 31-jan-2026, h4. Device manufacture date: 12-aug-2024. D4. Medical device lot#:4198957, d4. Unique identifier (UDI) #: (B)(4), d4. Medical device expiration date: 31-jan-2026, h4. Device manufacture date: 16-jul-2024. D4. Medical device lot#:4178511, d4. Unique identifier (UDI) #: (B)(4), d4. Medical device expiration date: 31-dec-2025, h4. Device manufacture date: 26-jun-2024. D4. Medical device lot#:4152088, d4. Unique identifier (UDI) #: (B)(4), d4. Medical device expiration date: 30-nov-2025, h4. Device manufacture date: 31-may-2024. D4. Medical device lot#:4145574, d4. Unique identifier (UDI) #: (B)(4), d4. Medical device expiration date: 30-nov-2025, h4. Device manufacture date: 24-may-2024. D4. Medical device lot#: unknown, d4. Unique identifier (UDI) #:(B)(4), d4. Medical device expiration date: unknown, h4. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, an unspecified number of samples exhibited poor barrier separation. Fibrin was also observed in some of the samples. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary bd received 13 photos for investigation. The evaluation of these photos indicated poor barrier separation; however, fibrin was not observed. A total of 100 retained samples were visually examined for gel defects, and no gel defects were observed. Complaints for sample quality were not under statistical control for the month of february 2025, additional was performed. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure mode (poor barrier separation) via clinical investigation because the defects were not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lots 4123351, 4145574, 4152088, 4178511, 4198957, 4225949, 4241870, 4303897 and 4326360, for poor barrie separation based on the photos provided. This complaint has not been confirmed for fibrin. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, an unspecified number of samples exhibited poor barrier separation. Fibrin was also observed in some of the samples. There was no health impact or consequences reported.